Manufacturer narrative:
The reported event that the ipg end of battery life was not confirmed. As received, the returned ipg could communicate with a test standard patient programmer and displayed a low battery message. Functional testing revealed the returned ipg charged normally and passed auto test.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg as explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.